Event description:
It was reported by the sales rep that the product was expired by one day and was still used. It was used may 1 but expired on april 30. There were no patient consequences reported.

Manufacturer narrative:
No lot number is available.